Event description:
In 2005, the patient was admitted to the hospital by another physician with the diagnosis of septic right shoulder. Cultures identified the bacteria present as methicillin resistant staphlococcus aureus. The patient was treated by incision and drainage of the infected area. Pt was then placed on IV antibiotics and was released with long-term antibiotics and wound care. Twenty four days later, the patient was admitted to the other hospital for kidney problems. The injecting physician's comments: he does not believe that supartz is directly responsible for the reaction suffered by this patient.

Event description:
In 2005, pt received their 3rd injection of supartz in their shoulder. Three days later, the pt was in the hosp having surgery for infection in the injection area. The physician requested co to do an analyis on the remaining syringes.